Event description:
Following a liver rf ablation, pt had a 3rd degree burn on the right leg where the thermopad had been located. Burn was approximately half the length of the pad and about 3cm in width.